Event description:
The mclaren proton therapy system malfunctioned and rotated fast around the patient when the patient was lying on the couch for treatment and collided with the delivery nozzle. FDA safety report ID# (B)(4).